Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2010, pt reported severe hypoglycemia. This occurred 3 times when pt first started infusion device therapy. Pt woke in the middle of the night and blood glucose was 40 mg/dl. Pt was sweaty and shaky and unable to get out of bed. Target blood glucose is 120 mg/dl. Pt typically eats snack before bed, and pt could not recall if she gave a bolus. Pt's mother brought orange juice as treatment for hypoglycemia. Pt went back to bed and blood glucose was normal the next day. Pt reported she would not have been able to treat herself. Health professional adjusted basal rates and parameters for bolus calculations, and this has not happened since pt first started infusion device. No products will be returned for eval.